Event description:
It was reported that the closure device was unable to be recaptured. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient. When the physician tugged on the closure device it moved proximal and was not compressed. The physician then attempted to recapture the closure device but was unable to do retrieve the device. It was decided to release the closure device with the device not fully expanded, with the struts entangled on the limbus side and with the device tilted on its side. The patient will remain overnight in the hospital for observation and have further imaging done to ensure the device remains in the laa. There were no patient complications that were reported to have occurred as a result of this event.